Event description:
An implant card was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2013 because the patient¿s device could not be interrogated due to battery depletion. The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
Clinic notes dated (B)(6) 2013 indicated that the patient had a cluster of seizures on (B)(6) 2013 during which she had jerking of extremities. The magnet was used but was ineffective. The seizures lasted a few seconds to minutes. She required the use of rectal valium. Prior to this event, the patient had not had any seizure since march 2013. The patient had three seizure clusters in 2013. During the (B)(6) 2013 appointment, communication could not be established with the patient¿s device. Multiple positions were tried; however, the device was not communicated with. An in-house battery life calculation indicated 0.43 years remaining. Follow-up showed that the failure to program was believed to be due to the device being at end of service as a result of normal battery depletion. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history.